Event description:
Reporting due to the referenced technical error; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was not reviewed because it is unable to download. The device was not returned to brèzins as received at infusystem and its investigation was carried out by infusystem. A check was performed on the device and a constant alarm error 01-0002 with a block kit damaged were found. In additional, the device battery was over three years old and its membrane was worn out. Therefore, the reported event has been reproduced and is confirmed but linked to usability. The device likely was misused. To solve the issue, the device block kit, battery, and membrane were replaced. The device was post service tested per quality control check list and released for use. Note : in order to maintain the pump's performance, a preventive maintenance inspection must be carried out at least once every 3 years. This procedure, which includes changing the battery and the membrane, should be carried out by trained and qualified technical personnel. Only authorized personnel should attempt to repair the device. If these maintenance procedures are not observed, the pump's correct operation will be impaired. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.